Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not functional. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was visible that the device had a fluid loss. It was not possible to identified if it was due to a hole or a connection issue. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that, although a pinhole leak was identified in cylinder 1, the damage is consistent with explant damage, therefore considered a secondary failure. As no leaks were found in other components, and the functional testing showed that the components performed within specifications, the reported allegations cannot be confirmed as the cause of this observations cannot be established. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the pump identified that the outer layer of the pump bulb was worn; however no leaks were found. Visual examination of the reservoir identified that there was a wear at fold in the shell, but no leaks were observed in the component. Visual examination of the cylinder identified that there was a pinhole leak in cylinder 1, with damage consistent with sharp instrument, probably occurred during explant procedure. Both cylinders had fold that indicate possible buckling, but no leaks were found. Microscopical examination of the pump identified that that the pump kink resistant tubing (krt) was fatigue and worn to the filament and the suture was exposed, but there were no leaks observed. The microscopical examination of the reservoir krt identified that there were holes in the tubing, consistent with explant damage.no functional testing was performed in cylinder 1 due to the fluid leak observed; however, functional testing of the remaining components showed that cylinder 2, pump and reservoir performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not functional. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was visible that the device had a fluid loss. It was not possible to identified if it was due to a hole or a connection issue. There were no patient complications.